Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock that have been requested for analysis. Without closed samples and/or defective samples a proper analysis cannot be performed. However, as there were a box of samples (36 units) available in our stock we have analyzed all units. Tightness test to the samples received from stock has been performed and the units are tight. We have tested the knot pull tensile strength of the samples from our stock and the results fulfil the requirements of the european pharmacopoeia (ep):4.45 kgf in average and 4.11 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with monoplus suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples from our stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventative actions needed.

Event description:
It was reported that the device broke. The reporter indicated that during a surgical procedure the suture broke off. Additional event details were not provided. Patient information is not available and no patient harm was reported.